Event description:
It was reported that during a lap cholecystectomy procedure, the device fired multiple clips with one secured. The other was barely hanging on the tissue. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 12/10/2008. Info anticipated, but unavailable at this time.